Event description:
Physician reported that after injection in the marionette lines, lips, and chin area, the pt went to the ER for symptoms of swelling. A blood test was performed which revealed no issues. Pt had a consultation with the injecting physician, and "significant swelling of both cheeks" and "tear trough and neck lymphedema" were noted, in addition to pt discomfort and headache. Pt was prescribed oral keflex and prednisone to hasten resolution of the symptoms and to prevent worsening of symptoms which may have lead to permanent damage. The physician stated that there was also "possible injection." Pt has a history of cold sores and injection with juvederm but no known concomitant medications. During further f/u the physician stated that the pt is doing much better but still has the nodules on the cheeks.

Manufacturer narrative:
(B)(4). Device summary eval: batch number h30l658442 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the mfg steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.